Event description:
It was reported that the right ventricular (rv) lead had impedance variation. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the impedance was high and an alert was triggered.

Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed an alert triggered for the right ventricular lead pacing impedance on 2014-(B)(6). The impedance was varying between 296 and 1088 ohms. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.